Manufacturer narrative:
Review of programming history.

Event description:
During review of programming history, it was noted that a generator diagnostic test was performed that caused a change in device settings. Not all settings were corrected at the time of the event. No adverse events have been reported as a result of this.